Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had a reoccurring issue of questionable high ise indirect gen. 2 results that repeat as normal. One example was provided where the sample was repeated on another cobas 6000 c (501) module. Of the data, only the following results were discrepant. The initial potassium result was 5.0 mmol/l and the repeat result was 3.6 mmol/l. The initial chloride result was 75 mmol/l and the repeat result was 102 mmol/l. No erroneous result was reported outside of the laboratory. The patient was not adversely affected. The electrode lot numbers and expiration date were requested but were not provided. The field service representative found the ise nipple o-rings were flattened and where they were between the pinch valve and reference electrode, there was crust/dirt. He found the internal standard (is) bath and vacuum nozzles were dirty and the sipper nozzle tubing was slightly too far on the sipper nozzle. He cleaned the ise flow path, reseated the sipper nozzle tubing, replaced both nipple o-rings, cleaned all ise nipples, cleaned the is bath and vacuum nozzles. He performed a ise reagent prime. He ran ise checks and precision testing which passed. The customer successfully calibrated and ran qc. Further investigation determined the issue was resolved by the service actions. A query found one other complaints of this nature on a like instrument during the past 12 months at this site. This complaint was resolved with a sustainable solution. Trending was performed and no abnormal trend was identified during the past 90 days.